Event description:
Edwards received information a patient with a 27mm mitral valve implanted 10 years, eight months, is being considered for possible transcatheter valve-in-valve procedure due to mitral stenosis. The patient's echocardiogram revealed severe stenosis. However, the patient was very high risk due to other health concerns. The patient underwent a fluoroscopy of the existing bioprosthetic valve, but it was decided not to proceed due to high risk of bleeding. The patient's condition clinically deteriorated. The patient was discharged to a (B)(6) inpatient unit.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information a patient with a 27mm mitral valve implanted 10 years, eight months, is being considered for possible transcatheter valve-in-valve procedure due to mitral stenosis. It is unknown if they started working on the patient for valve-in-valve procedure yet. It was reported the patient also had a lot of other health concerns which may have prevented him from getting any intervention.